Event description:
The hp was overfilled with fluid while using the homechoice cycler for apd therapy. The hp for several days had been having problems with the catheter, it was blocked and could not get any fluids out. The hp had been working with healthcare professional (hcp) to resolve this issue. According to the hp, in 02/2003 hp discontinued apd therapy prior to completion with a full peritoneum, as nothing would drain out. The hcp felt that this fluid would be absorbed by the time hp performoed the next apd therapy and told patient to go ahead and fill. The hp had not absorbed this fluid, it remained in the peritoneum when hp received the first fill of 2500 mls. The hp was not able to drain out at first but by massaging the abdomen hp was able to shift the catheter into a better position, at which time hp manually drained 6015ml of fluid. Hp relates that hp was able to continue therapy to completion with no further difficulties and has had no drain problems since. The hp relates there was no patient injury or medical intervention.